Event description:
Ous MDR - after an implantation period of about 24 months, out of range shock impedances values were reported during a routine follow up. It was decided to explant the lead and replace it. The lead was not returned to biotronik. The explant date was not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available shock lead integrity trends demonstrated stable values of approx. 300 ohms until (B)(6) 2016 with a subsequent decrease <200 ohms. Furthermore the provided iegms showed artifacts on rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.